Event description:
The customer observed falsely positive architect total b-hcg results for two samples. The following data was provided: sample 1: initial result = around 300 miu/ml, repeat was <1.2 miu/ml sample 2: initial result = around 700 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found and found crystals on the arc, probe. The fsr cleaned the part, and the issue was resolved. No additional discrepant result issues have been reported since the probe was cleaned. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.